Manufacturer narrative:
Updated fields: h2, h3, h6, h11. The force bipolar forceps instrument was analyzed and found to have a grip tang bent. Components adjacent to this bent grip tang did not show damage. The grips did not show cracking damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis investigation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the force bipolar instrument jaw became dislodged while grasping tissue. The surgeon was unable to open the instrument's jaws. The customer had pressed the emergency stop button (e-stop) and used the instrument release kit (irk), but the instrument's jaws did not open. The surgeon ended up cutting the tissue to free the instrument. The customer had to remove the force bipolar instrument and cannula together in order to retrieve the instrument. The procedure was otherwise completed robotically as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.